Event description:
A nurse reported that following bilateral intraocular lens (iol) implant procedures, a pt experienced blurry vision. The lens was exchanged two years and eight months later for another lens model and power. The nurse reported a planned vitrectomy and enlarged incision were performed during the lens exchange. In an additional follow up, the technician reported the pt continues to have blurred vision following the iol exchange procedure. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for evaluation. Results form the product history record review indicated the product met release criteria. The customer indicated the use of an approved cartridge. The cartridge and handpiece product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received. (B)(4).